Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was capped (abandoned) due to high threshold values, and low amplitude (r wave). This lead was replaced with a new one. No additional adverse patient effects were reported.